Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve had ¿poor elasticity.¿ the valve was replaced and the patient¿s status was listed as alive ¿ no injury. No patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that ¿poor elasticity¿ referred to no flow through the valve. The cause was unknown.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and may result in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.